Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code recurs, which the customer acknowledged and agreed to.